Event description:
During biomed testing, the device displayed an "error 44" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complaint was contacted for return of the device. The device has not been returned to zoll for evaluation.